Event description:
It was reported that the reservoirs have leaning needles that cause leaking. Nothing further reported.

Manufacturer narrative:
Inspected three sealed and three opened and used reservoirs. Performed pre-fill test and no leakage or occluded anomalies observed. Reservoirs connected and locked into place properly. Visual inspection found transfer guard needs to be off centered.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.